Event description:
It was reported that the patient presented to the hospital complaining of lightheadedness and shortness of breath. Upon interrogation it was noted that the right ventricular lead exhibited loss of capture. On (B)(6) the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.